Event description:
Ous MDR - it was reported that 3 days after the implant a shock impedance warning was received via homemonitoring (too high, out of range). The patient was called in and the follow-up showed the shock impedance measurements within range. The device remains actively implanted.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the ICD and the lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned followup data were thoroughly inspected. Upon inspection, the clinical observation was confirmed. After the box change on (B)(6) 2018, the shock impedance rose from 50 ohms to above 150 ohms until (B)(6) 2018. The data further documented that the shock impedance dropped to about 70 ohms on october 23rd. Several manual tests on october 23rd yielded shock impedance values between 55 and 68 ohms. Throughout, the pacing impedance remained roughly constant with normal values at about 480 ohms. Despite a thorough analysis of the data, the root cause of the high shock impedance values was not determinable. In summary, the devices were not returned for analysis. The clinical observation was confirmed upon inspection of the returned followup data. It cannot be excluded that a lead failure or a connection problem contributed to the clinical observation. However, the root cause was not determinable based on the available data. Should additional relevant information, e.g. A ram dump, become available, this investigation will be updated.

Event description:
Ous MDR - it was reported that 3 days after the implant a shock impedance warning was received via homemonitoring ; too high, out of range. The patient was called in and the followup showed the shock impedance measurements within range. The device remains actively implanted.